Event description:
It was reported that the patient had a sepsis infection after a generator upgrade procedure. The implantable cardioverter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4592-45 lead implanted: 2004 (B)(6); 429688 lead implanted: 2013 (B)(6). (B)(4).